Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectum resection procedure, the device was unable to fire. The first stapling of the colon where performed perfectly. It was on the second firing the problem started. The first squeeze on the handle felt ok, but on the 2nd or 3rd the handle jammed and got stuck on the rectum. The clips failed to close completely during firing and there were poor staple formation, resulting to an incomplete distal staple line. There was tissue damage noted. The patient lost more of his colon than needed. It did not have any negative influence on the postoperative progress. Another stapler was inserted in the patient (same type and same size reload) and the resection of the rectum was finished without any additional problems. A circular stapler was inserted from behind and the anastomosis was performed. The surgical time was extended by approximate 45-60 minutes. The patient had an anastomosis leakage postoperatively and therefor an extended hospital stay. According to the surgeon, it had nothing to do with the incident. The patient is ok.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed on the loading unit. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to t issue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.